Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that unspecified temperature alarm and unspecified cartridge alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malf code ¿ unknown issue was verified. Additionally, based on the analysis, the alleged alarm temperature and cartridge alarm undefined issues could not be verified.